Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Fan, r., gan, j., chen, f., le, c., chen, y.; interventional neuroradiology; 2024; 30(2) 264¿270; overall cerebral small vessel disease burden is associated with outcome of acute ischemic stroke after mechanical thrombectomy; doi: 10.1177/15910199221138140 literature was reviewed regarding the association between the overall cerebral small vessel disease (csvd) burden and the therapeutic outcome of mechanical thrombectomy (mt) in patients with acute anterior circulation large-vessel occlusion stroke. The time frame of this study was between april 2017 and january 2022. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: solitaire stent. No deaths were reported in the study population. Poor outcomes in patients received mechanical thrombectomy for large vessel occulsion strokes were reported in 68 patients. No further information was provided pertaining to medtronic products.